Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that surgeon was reducing hip, and noticed the poly dis-engaged from femoral head.

Manufacturer narrative:
An event regarding introp dislocation (disassociation) involving an adm liner and metal head ((B)(4)) was reported. The event was not confirmed. Method & results: device evaluation and results: visual inspection: a visual inspection of the adm liner was performed. There was damage noted consistent with explantation damage. Dimensional inspection: a dimensional inspection was not performed as the returned devices were assembled. A review of the igs within the DHR indicates that the reported device was within dimensional specification. Functional inspection: not performed as the returned devices were assembled. Medical records received and evaluation: a medical review was not performed because no medical information was provided. Device history review: review indicated all devices were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: review indicated there have been no other similar events for the reported lot. Conclusions: the exact cause of the event could not be determined as the returned device was returned assembled contrary to the event details which stated that the parts dis-engaged. No further investigation is required at this time. If further information becomes available this investigation will be re-opened.

Event description:
It was reported that surgeon was reducing hip, and noticed the poly dis-engaged from femoral head.